Event description:
It was reported that the tip of the aggressive plus shaver blade broke off inside the patient.

Manufacturer narrative:
The reported failure condition (tip breakage) is not confirmed because the unit was not received. Most probable root cause(s) for the reported failure mode can be associated, but not limited to: excessive force applied by user, inadequate size selected for the application and/or inadequate window profile the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the aggressive plus shaver blade broke off inside the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.